Manufacturer narrative:
It was reported that the battery was replaced due to short runtime. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. Log files analysis revealed that on 05/14/2017, the battery was connected to power port 1 with 94% relative state of charge (rsoc), 7 hours later it was removed with 28% rsoc. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections of the battery.  This was most likely perceived by the patient as the reported power consumption issue. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. The manufacturer has opened an internal investigation to evaluate controller momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that log files indicated the battery exhibited a short run time.  The battery was replaced.  No patient complications have been reported as a result of this event.